Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The distal tip of the sheath was observed to be severed. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. The functional testing was performed to examine for any obstacles that would have prevented the anchor from releasing. The deployment sleeve was manually moved into the forward lock position and the anchor and the distal tip of the carrier tube was able to be released. Complete functional testing could not be possible since the distal tip of the sheath was returned severed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor went to deploy the angio-seal anchor, the anchor never engaged. The doctor went to pull back and the whole device came out. The patient was reported to be fine. The procedure outcome was successful. Additional information was received on june 17 ,2019. This was a post arteriogram for the patient and a 6fr sheath was used. Manual compression was used to achieve hemostasis. There was minimal blood loss, approximately 1cc. The patient was confirmed to be in stable condition. The doctor confirmed the anchor was not present in the patient. They accessed the tip of the angio-seal when it pulled out to confirm the anchor remained in the device. The ir tech stated that the tip flared out on the device being returned was due to them confirming anchor was still in device. There were no further complications for patient.